Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that they had their previous device replaced with a newer device. The original 4 wires were in place as the consultant said trying to remove them would cause damage and new wires might not work in the same place but they said that they still couldn't have a MRI, defibrillation or diathermy because of them. They had a knee replacement operation and the physician used some type of diathermy which messed up their battery so they have to charge it every 2 days now. The patient is due for a shoulder operation and the physician are worried in case they ever need to have a defibrillation machine on the patient.